Event description:
Customer reported not being able to test her blood glucose due to a blank screen appearing on her precision xtra meter. Customer reported experiencing symptoms of hyperglycemia and dehydration. Customer stated she was taken to hospital where she was diagnosed with severe hyperglycemia. Customer also reported she was given orange juice and candy to help regulate her glucose levels. The reported treatment at the hospital is not consistent with the hyperglycemia event; an investigation into the details in process.

Manufacturer narrative:
Customer's meter has been returned to the lab and no blank screen issues were observed. All results were within the range specification and errors were observed during control solution testing.